Event description:
While preparing this model 3100a for pt use, the customer reported an inability to calibrate it because it would not pressurize the pt circuit. The customer corrected the problem quickly and the pt was not compromised.